Event description:
It was reported that this left ventricular lead exhibited failure to capture shortly after implant, a dislodgement was noted through an x-ray. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.